Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal set up joint (suj) was returned and evaluated by the failure analysis team and the reported error 17 was confirmed but not replicated. In lighthouse, error 17 was confirmed, coupled with errors 32133 and 25730, indicating that the axes controller setup (acu) board reported multiple wheel communication faults. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The proximal suj was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The probable root cause may be attributed to communication errors pertaining to the acu board and fiber optic cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported an error 17 was displayed when powering on the system. The staff attempted to resolve the issue by power cycling twice, but the error persisted. They then disconnected surgeon side console (ssc) 2 and power cycled again, but the error remained and a short time later was pointing to the patient side cart (psc). After moving the fiber cable from ssc2 to the psc, the system powered up successfully. The reporter requested a field engineer follow up to verify the bottom vision side cart (vsc) fiber port. Subsequently, customer called back to report that error 17 recurred. Before contacting tse, the customer used the emergency wrench to release tissue and undock the system. The procedure was converted to laparoscopy with no injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed the port size incision was not increased, and additional ports were not placed. There was no tissue injury. There were no injuries or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.